Event description:
Customer reported a pt sample containing anti-c did not react with 0.8% surgiscreen lot 8ss387. When tested with a competitor's red blood cell product diluted to a 0.8% concentration, a 2+ reaction was observed. No death or serious injury is associated with this event.